Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a second transcatheter bioprosthetic valve was implanted for an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description that was previously submitted. The additional information rendered the originally reported event not reportable as there was not a second valve implanted. If information is provided in the future, a supplemental report will be issued.